Event description:
It was reported by the customer that their insulin pump has cracks and the keypad was unresponsive. Customer stated they were in the hospital to remove gall bladder stones and could not continue with the operation until her blood glucose level was stabilized. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time